Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, removal difficulties were encountered. The lesion was located in the distal right coronary artery (rca). The flextome monorail cutting balloon was advanced to the lesion for treatment. Upon attempting to withdraw the cutting balloon, resistance was encountered and the device could not be removed. The cutting balloon was inflated twice to 12atms. The cutting balloon was finally inflated to 16atms, and deflated before it was removed. The physician further reported that nothing happened to the patient. No patient injures or complications were reported. The patient's status was reported as "no patient injury."